Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft implanted in a patient for endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, there was a type ia endoleak after the endurant iis stent graft was implanted. The physician then decided to implant aptus endoanchors. However, the tip of the aptus guide did not remain deflected due to severely angulated aortic neck. No endoanchors were implanted. Per the physician, the cause of the events was due to patient anatomy; specifically, angulated aortic neck. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.